Manufacturer narrative:
Section a2, a3a, a3b, a4, a5 & a6: unknown/ requested but not provided. Section d4: catalog number: unknown, as the serial number was not provided. Section d4: serial number: unknown/not provided. Section d4: expiration date: unknown, as the serial number was not provided. Section d4: unique identifier (UDI) number: unknown, as the serial number was not provided section d6a: implant date unknown/not provided. Section d6b: if explanted; give date: not applicable, as the intraocular lens remains implanted. Section h3: the device was not returned for evaluation as it remains implanted; therefore, no further product investigation can be performed. Should any further relevant information become available a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded multifocal intraocular lens (iol) was scratched after it was implanted into the patient's eye. The surgeon did not want to remove the lens. The scratch is located on the periphery of the lens. The lens is not available for return as it remains implanted. No further information was provided.

Manufacturer narrative:
No suspect product was received; however, a photo was provided by the customer. Device evaluation: no suspect product was received; however, a photo was provided by the customer. The customer provided photo was evaluated by a post market safety surveillance officer. The picture shows 4 triangular shape scratch-crack like marks located in the lens mid periphery arranged in a linear shape from 8:30 to 6:00 in relation to the picture orientation. Based on the location of the marks, it is not expected for them to cause an optical impact to patient vision; however, the definitive clinical impact or the potential root cause for the reported issue cannot be determined from a picture assessment. The complaint issue cosmetic issues was not identified during photo evaluation. The observed lens is similar to the reported complaint issue. However, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the limited information provided, it is not possible to determine an indication of product malfunction or product deficiency. Johnson & johnson surgical vision will continue to monitor these types of complaints.